Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2009; 6947-58, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented in clinic with an ulcer type wound at base of the device and complaining about pain. The device appeared to have migrated near the patient's armpit. The physician examined patient during clinic and determined it could be possible pocket erosion. The patient was taken in for a pocket revision. The pocket was opened and upon further examination, it was noted that the device had migrated, but did not erode through the skin. It was determined that the ulcer was more of a "hot spot" and separate from the pocket. A pocket revision was performed and the device remains in use. No patient complications have been reported as a result of this event.